Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00807 0001526350-2023-00808 0001526350-2023-00809 0001526350-2023-00812 review of the most recent repair record determined the cutter was found to fail the test cut with an incomplete cut; however, the repair was not completed because the cutter was not repairable and was returned with notification that cutters do not meet the zimmer mesh test acceptance criteria. Review of the device history record identified no deviations or anomalies during manufacturing a definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported upon investigation that the cutter was found to fail the test cut with an incomplete cut. There is no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.